Event description:
Pt reported having problems - a connection failed within the tubing allowing the fluid to leak from the device causing the whole device to fail. Follow-up findings: pt has reported that a radiographer at the same hospital stated that the leak was at the metal connector. A repair was performed two years ago and it is not known at this time, what of the original band was explanted or if the tubing was just reattached to the (B)(4) connector.

Manufacturer narrative:
The product associated with this report has not been returned as the report was made to allergan twenty months after the revision procedure and it is unk at this time what actually occurred from the surgeon. Based upon the model number and serial number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. At this time, allergan is not aware if during the revision procedure in (B)(6) 2010 if any part of the lap-band system was removed. No additional info has been reported to allergan regarding the implant date, revision procedure details or patient data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."